Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 12/16/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/13/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Update 17 june 2015 - no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the part/lot information is being updated to the complaint. No labs have been provided for the alleged high metal ions and no revision note has been provided.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).